Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 550:320:658:0000 was confirmed doing product evaluation. The assignable cause was a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition. The user interface module software version is 6.13.92. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a 550:320:658 failure code. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is currently unknown.